Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown morphine drug, bupivacaine, and unknown baclofen via an implantable pump. It was reported that the patient had clear drainage. The patient was seen in the clinic, wound culture was obtained, no foul odor, no redness or swelling, no fever. No growth was noted from the wound culture. They were started on doxycycline. During a follow up visit, purulent drainage was noted, there was a small area of redness. The culture later revealed rare e-coli. During follow up the surgical site was red and tender. The patient was transferred to the emergency room to be admitted for explant. The entire system was explanted.